Manufacturer narrative:
Medwatch sent to the FDA on 06/22/2017. The reporter of the event was asked to return the product for analysis, however it was indicated that it was discarded. Device labeling addresses the reported event as follows: adverse events: possible complications that may result from using the endoscopic suturing system include, but may not be limited to: conversion to laparoscopic or open procedure. Pharyngeal, colonic and/or esophageal perforation. Intra-abdominal (hollow or solid) visceral injury. Warnings: only physicians possessing sufficient skill and experience in similar or the same techniques should perform endoscopic procedures.

Event description:
Reported as: a patient who underwent an endoscopic sleeve gastroplasty utilizing the overstitch endoscopic suturing system "sustained a small perforation of the stomach." The physician noticed a small perforation on the 4th suture on the anterior wall of the stomach. The patient was opened up laparoscopically to put a "couple of sutures to close it." The patient was released from the hospital two days after the procedure. The physician noted the patient had crohns disease and had been taking immune suppressant medication; the patient had been off the medication for eight weeks prior to the surgery. The physician thinks that the medication potentially compromised the tissue.

Manufacturer narrative:
A device history record (DHR) review was performed and found the subject product met all specifications and requirements in effect at the time of manufacture.